Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and the complaint was not confirmed by failure analysis. The instrument, returned with a cut power cord, showed no thermal damage or melting. It passed recognition and engagement tests, moved intuitively in all directions, and functioned properly on an in-house system, though no logs were obtained. Visual inspection revealed a loose grip cable at the proximal end, causing the jaws to malfunction, which was unrelated to the customer¿s reported complaint. The probable root cause cannot be determined based on the information provided and failure analysis results. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer received error message saying incomplete seal cycle when using the vessel sealer extend (vse) instrument. It would intermittently work and then malfunction. Surgeon was able to finish the case, but it took longer than it should have due to multiple malfunctions. The procedure was completed with no reported injury.